Event description:
The patient reported having difficulty with his insulin infusion site area for the past week. He stated he had some bleeding, when he removed the headset from his left side. He stated, he does not feel comfortable with having the site in his left side and that the last few sites have been on his right side. He stated that yesterday, he began getting occlusions when he tried to bolus insulin through his infusion device. He stated, he would receive a partial bolus, confirm and then run the rest of the bolus. He said, he had elevated blood glucose readings as high as 535 mg/dl during the occlusions. To troubleshoot, the patient was instructed to disconnect from his headset and run a bolus which he did without error. The patient stated, she has a lot of scar tissue in the middle abdomen area and he probably placed the sites on his right side closer than 2 inches. The patient was advised to make sure he inserts the headset into soft tissue. Alternative infusion sites were discussed and a guide to infusion site management was sent. The patient removed his headset without pain or bleeding. He then inserted a new headset on his left side and bolused 4 units of insulin without error. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.